Event description:
It was reported after the third pump was implanted, the next morning the patient experienced spasms. It was added that during the surgery, the spinal sac had ruptured. It was indicated patient was transferred to another hospital and had an operation done. It was reported patient had a blood patch done to close the hole of the spinal sac. It was later reported that patient had a spinal leak and was treated with a blood patch. Patient was discharge without complication. The outcome was indicated as ¿no injury¿. The pump was being used to deliver morphine

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).